Manufacturer narrative:
Device return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. A series of 3 commanded shocks were delivered to test system integrity that triggered the device to record a code 1005 indicative of an open shock lead condition. A revision procedure was performed wherein the device was explanted and rv lead were explanted and replaced.